Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for non-malignant pain and failed back surgery s syndrome. It was reported that patient had ins removed (B)(6) 2018 because she developed new pain and she needed an MRI to diagnose the pain. Patient stated the pain felt like it was coming from the ins site but it turns out that it was nerve pain from a pinched nerve near the ins. Patient had called in to donate back her programmer. No patient symptoms or complications were reported in this event.